Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up after receiving a vibratory alert. Non-sustained right ventricular oversensing episodes were noted due to right ventricular lead noise. The noise could not be programmed around because it was close to the next r wave. The patient had no symptoms. The patient will be monitored in clinic.

Event description:
New information states that, the lead was explanted and replaced with a competitive lead on (B)(4) 2018. The patient condition was reported stable before and after procedure.